Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise. The lead fractured. The rv lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted that 11 non-sustained tachycardia, 1 ventricular fibrillation (vf), and 5 lead failure predictor "lfp" episodes were recorded between (B)(6) 2013. In addition, 446 of the 591 lifetime sic occured since (B)(6) 2013. The lead integrity alert (lia) was triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricula sic. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Products: (B)(4), bi-ventricular implantable cardioverter defibrillator, 2012 (B)(6); 1258t, competitor implantable pacing lead, 2012 (B)(6). (B)(4).